Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead had far field r-wave (ffrw) oversensing . The lead programming was changed to account for the oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.